Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with ¿placation¿ of enterocele on (B)(6) 2007 due to vaginal vault prolapse. She experienced persistent mesh erosion, vaginal bleeding, cramping, granulation, and urinary incontinence. It is also reported that spotting began around (B)(6) 2008 on exertion in physical therapy, and that all are ongoing. It is further reported that she is seeking psychiatric care. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with placation of enterocele, vaginal vault suspension, anterior repair and cystourethroscopy.